Manufacturer narrative:
Concomitant product: 1646t lead, implanted: (B)(6) 2004.

Event description:
It was reported that upon interrogation, intermittent far field r-wave (ffrw) oversensing was observed on the right atrial (ra) lead. The parameters on the lead were reprogrammed which resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.